Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012642934); product type: 0195-heart valves; product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a 20 mm non-medtronic (camel) valve was used for anterior expansion. Following expansion, a transcatheter valve was then deployed to node 3, with an implant depth of 2 millimeters (mm) on the non-coronary cusp (ncc), however; the valve was adjusted to an implant depth of 3 mm on the ncc. Under controlled pacing, expansion was then resumed to the point of no recapture, and an implant depth of 3 mm was reached on left coronary cusp (lcc). The valve was then fully deployed with no change in implant depth. However, when controlled pacing was stopped, an electrocardiogram revealed a left bundle branch block (lbbb) had occurred. Subsequently, the valve was removed and the procedure was completed without performing expansion.